Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified proximal left anterior descending artery (lad). The 3.75x15mm apex monorail balloon was used to predilate the lesion and ruptured at 6atms. The balloon was successfully removed and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good". This prod is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.